Manufacturer narrative:
Application support manager calculated the pre and post ks, noting overflattening of 1.31d (diopters) right eye (od) and 1.05d left eye (os). H3-81: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported patient outcome was overcorrected post photorefractive keratectomy in right eye (od), lasik in left eye (os) from procedure completed in (B)(6) 2020. Photorefractive keratectomy right eye was performed years ago in another facility due to incomplete flap. Per follow-up, patient was enhanced on 12/10/2020. Patient is doing great same day postop, 20/50 photorefractive keratectomy (prk) eye, 20/20 lasik eye.

Manufacturer narrative:
Correction : h4: manufacturing date: the manufacturing site reported, that the correct manufacturing date for the device is 9/7/2010. Additional information: h3: device evaluated; h6: type of investigation and investigation findings, updated product investigation was completed. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications, that can be caused by the surgical/treatment procedure being performed. The trend review shows, that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents. And no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.